Event description:
The facility reports five incidents of a patient reaction with the psn 210 dialyzer for the same patient. Customer reuses the dialyzer and uses peracetic acid as a sterilant. Patient developed pruritus at the vascular access and complained of pruritus during each use. It was reported that the symptoms increased with each subsequent use of the dialyzer. Symptoms diminished with the administration of benadryl (unknown route and dosage). It was reported that the first unit was reused twelve times. A second unit was reused seven times, a third unit was reused ten times, and a fourth unit was noted to appear clotted during reprocessing and was discarded after the first use. This unit did not clot to the point of occlusion and treatment was able to be completed. After a fifth unit was reused twice with continued reactions, the physician determined that the reaction was related to the dialyzer, as metabolic causes were ruled out. The patient was placed on a ca dialyzer and continues treatment without incident.